Event description:
It was reported that following a retroarc sling implantation the patient experienced mild "recurrent pelvic organ prolapse," she "discovered bulge after bowel movement. Can feel the bulge when she washes herself," and she experienced mild "urinary hesitancy," she reported "problems with emptying bladder. Needs extra time to empty." Additionally, a "prominent mid-apex suture discovered during pelvic exam." The patient reported mild "sharp pain 'metal like' on the area between the anus and the vagina. Patient feels something is 'poking' her." The patient had the "suture trimmed during pelvic exam" on (B)(6) 2015 and the event was considered resolved at that time. The urinary hesitancy is considered continuing and no intervention has occurred. The "recurrent pelvic organ prolapse" was considered resolved following "anterior colporrhaphy and sacrospinous ligament vaginal vault fixation" on (B)(6) 2015. The physician indicated that the "prominent mid-apex suture" and the "recurrent pelvic organ prolapse" did not appear to be related to the retroarc. There were no additional patient complications reported as a result of this event.